Event description:
Manufacturer's representative reported "motor stall occurred" message received in programmer alert box upon interrogation of the pump. Pump event logs confirm motor stall occurred, as well as motor stall recovery occurred dated two days later. Patient confirmed having an MRI on day of stall message, as well as experiencing return of pain, nausea, vomiting, and flu-like symptoms througout the last 4-5 days. Device troubleshooting options are being considered. Results of pump troubleshooting, and final patient outcome were not available at the time of this report. An additional report will be sent if additional information is provided.